Event description:
It was reported that the patient presented for initial implant. During implant of the left ventricular lead, a vein dissection occurred following the use of the catheter that lead to cardiac tamponade. Additional surgery was required and the patient was hospitalized. The patient was in stable condition and would be monitored.